Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the external insulation abrasion consistent with friction to the device can.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) and right ventricular (rv) leads exhibited insulation damages. Both the rv and ra leads were explanted and replaced. No patient symptoms were reported.